Manufacturer narrative:
As reported in a research article, a leaflet perforation was repaired using an off-label use of an amplatzer cribriform. The device was later explanted after hemolysis, pigmenturia, acute kidney injury, and blood transfusions occurred. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, 600035-021, "the amplatzer pfo occluder is an percutaneous, transcatheter occlusion device intended to close all types of pfos..."

Event description:
It was reported through a research article identifying an amplatzer cribriform that may be related to an off-label used that resulted in hemolytic anemia. Details are listed in the article, titled "transcatheter repair of anterior mitral leaflet perforation." It was reported that a (B)(6) year old female patient with a history of rheumatic fever and recent hospitalization for endocarditis and psoas muscles abscess had progressive heart failure symptoms, including fluid overload, dyspnea, and fatigue. A transesophageal echocardiogram (tee) revealed torrential mitral regurgitation due to two adjacent perforations believed to be the sequelae of endocarditis. The patient was evaluated for surgery but declined due to comorbidities, immobility, and frailty. Transcatheter repair of the mitral valve leaflet was undertaken using an 18mm amplatzer cribriform. The device was deployed within the leaflet perforation, resulting in the reduction of mitral regurgitation and elimination of pulmonary vein flow reversal. The heart failure symptoms of the patient improved, but severe hemolysis developed with pigmenturia, acute kidney injury, and ongoing blood transfusion requirement. The cribriform was snared with a 20mm amplatz goose neck and a 6f jr4 catheter. A 20mm gore cordiform septal occluder was used to replace the cribriform. The patient improved and was discharged to a nursing facility. A few weeks post procedure, the patient was readmitted with worsening heart failure symptoms and was referred to mitral valve replacement surgery. The patient recovered slowly after a prolonged post-operative course.